Event description:
It was reported that the stent shortened. A percutaneous transluminal angiography procedure was performed to treat peripheral arterial disease of the superficial femoral artery (sfa). The lesion was 99% stenosed with moderate tortuosity and severe calcification. The procedure was performed using an ipsilateral antegrade approach, where an eluvia drug-eluting vascular stent 7 mm, 150 cm was placed into the distal sfa from the side port of the rikishi catheter. After that, another eluvia drug-eluting vascular stent 7 mm x 80 mm, 130 cm was placed into the proximal sfa; however, stent shortening was observed. A shiden hp 6mm x 100 was used as post-dilation. The procedure was completed. No patient complications were reported.